Event description:
A report was received that a pt's precision system had been explanted. The pt thought that the device was uncomfortable, and she needed an MRI.

Manufacturer narrative:
The devices will not be evaluated, because they were not returned by the medical facility.